Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Per distributor email, customer reported entire lot (10/lot) of cleo 90 infusion set had plastic part of infusion site come off its adhesive since end of (B)(6) 2016. This event captures the sixth infusion set of ten. High blood glucose levels and small to moderate ketone levels were observed. The use of "skin tac" to keep the site on their skin, changing out the site, a bolus injection, and drinking water resolved reported issues. No further adverse events were reported. Good faith effort was conducted for additional information, but customer has not provided any information at this time. The following medwatch forms are related events: 2183502-2016-01697, 2183502-2016-01698, 2183502-2016-01699, 2183502-2016-01700, 2183502-2016-01701, 2183502-2016-01702, 2183502-2016-01703, 2183502-2016-01704, 2183502-2016-01705, 2183502-2016-01706, 2183502-2016-01737, 2183502-2016-01738, 2183502-2016-01739, 2183502-2016-01740, 2183502-2016-01741, 2183502-2016-01742, 2183502-2016-01744, 2183502-2016-01745, 2183502-2016-01746, 2183502-2016-01747, 2183502-2016-01748, 2183502-2016-01749, 2183502-2016-01750, 2183502-2016-01751, 2183502-2016-01752, 2183502-2016-01753, 2183502-2016-01754, 2183502-2016-01755, and 2183502-2016-01756.